Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that blade was intact when removed from package and no damage noticed on the package. It was a new blade. During intra-op, when used on a patient, the inner blade became stuck and broke during high-speed rotation and could not continue to rotate, which could not be observed by the naked eye from the outside. The specific breaking position could not be observed. The problem noticed after 10 minutes of usage at 5000 rpm in reciprocating mode. No fragments detached from broken device. There was no patient impact.

Manufacturer narrative:
H3: visually, the pouch was open from 3 of 4 sides when returned. The chevron side of an open pouch was taped with a white surgical tape. There was no damage noted to the outer tube, the outer or the inner hubs. There were traces of contamination observed on the outer tube, outer hub seal, proximal end of the inner shaft, on the broken inner shaft, and inside the pouch. The proximal end of the inner assembly was broken off/detached from the outer assembly when returned. The inner shaft was broken 0.59 inches from the distal end of the inner hub to the broken point. There was a striation noted on the broken portion of the inner shaft. Functionally, the device failed due to defective condition upon return and the inability to load into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.